Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 meter was in memory mode when attempting to test her blood glucose. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began 1 week prior to contacting lfs. The patient informed the csr that she manages her diabetes with a combination of oral medication, diet and exercise and denied taking any action in regards to her usual diabetes management routine due to the alleged issue. The patient claimed she was unable to test her blood glucose with the subject meter for one week as a result of the alleged issue and reportedly developed symptoms of ¿sweating and shaking¿. The patient denied receiving any medical treatment due to the alleged meter issue. At the time of troubleshooting, the csr educated the patient on the correct testing procedure and walked the patient through a retest. The alleged meter issue was resolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged issue and reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged meter issue began.

Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.